Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise with pacing inhibition. The noise could be reproduced with isometrics. In addition, loss of capture with asystole greater than 2 seconds was seen. The lead was found to be fractured, so it was surgically abandoned and replaced. No additional adverse patient effects were reported.